Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approx a 2 year, 4 month implant duration due to severe aortic valve bacterial endocarditis.